Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk surgery was implanted with an impella cp device for mechanical circulatory support. Patient was emergently taken to the catheter lab after electrocardiogram (EKG) showed frequent pauses and complete heart block. A temporary pacemaker was placed and the impella was repositioned. Impella was successfully weaned and explanted. Patient survived the procedure.